Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube). Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify low battery alerts less than a week due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump batteries were not lasting more than one day. Troubleshooting was done for battery issues. The customer stated that insulin pump received low battery alert and insert battery alarm. Insulin pump had crack as well. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.